Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was over 600 mg/dl and 145 mg/dl. Customer had diarrhea and was throwing up. Customer had using insulin pump system within 48 hours of reported low blood glucose event and auto mode was inactive. Customer treated with manual ingestion. Based on customer¿s report customer did allege under delivery. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.